Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was closing a femoral procedure using a 6 fr angio-seal vip device. When attempting to deploy the device there was no click and the foot plate did not deploy. The doctor tried to pull back on the device and deploy the plug however it did not deploy. The device was removed and the femoral puncture was closed using manual pressure. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h3 section and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, guidewire, mated hemostasis sheath and carrier tube assembly, tamper tube were returned along with header bag. Completely opened aluminum foil pouch was returned as well. Visual inspection revealed that there were no anomalies noted with the guide wire and the locator. Then, mated hemostasis sheath and carrier tube assembly were examined, and no signs of damage or deformation were observed. The device sleeve was in full rear lock position and the end of suture was cut. The device was consistent with a proper deployment. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned unused devices were of the normal product. However, the exact cause of the reported event cannot be determined based on the available information.